Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient experienced localized pain and discomfort from the implantable cardioverter defibrillator (ICD). The device was at elective replacement indicator (eri) and was explanted and not replaced as the patient's symptoms had improved. No further patient complications have been reported as a result of this event.